Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, a patient (pt) in argentina called to report a corneal ulcer in both eyes (ou) while wearing acuvue 2 brand contact lenses (cls) in (B)(6) 2018. The pt reported experiencing discomfort and difficulty removing the cls in the od. The pt went to an urgent eye clinic and reported that the eye care provider (ecp) removed the cls and informed the pt of an ulcer od. The pt reported being prescribed gatifloxacin drops to od every 3 hours for 2-3 days and od was patched. The pt reported that the gatofloxacin was not used as prescribed due to having to work, but that the pt used the medication bid for 4-5 days and is currently using 1 drop od daily (self-prescribed) prophylactically. The pt also reported no cls wear for 15 days. The pt did not return to the ecp for follow-up. The pt reported difficulty inserting a cl into the od and that the od cl ¿does not adhere to eye-folds when inserting¿. The pt reported a 3-month cl replacement schedule and does not use a cl solution for disinfection. The pt uses a lubricating drop at bedtime and in the morning and sleeps in cls. Pt reported no medical records are available. On (B)(6) 2018 a call was placed to the pt who reported no return visit to date with the ecp for a follow-up, but the pt may be able to see the ecp on (B)(6) 2018 or (B)(6) 2018. On (B)(6) 2018, the pt was contacted who reported no follow-up visit with the ecp to date. The pt reported that the od is currently fine, but the pt is not wearing a cl in the left eye because of difficulty inserting the cl. This report is for the right eye (od) event is being submitted as a worst-case event as the diagnosis and treatment were unable to be verified with the pts treating ecp. A separate report will be filed for the left eye (os) event. The suspect cl is not available. No additional information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0034k3 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.